Event description:
Customer reported that he had low blood glucose of 66 mg/dl. Customer stated that his insulin pump is broken. Customer stated that pieces of the reservoir compartment had chipped off and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.